Manufacturer narrative:
The complaint is under investigation.

Event description:
We were informed that error fop65541 occurred in the middle of the surgery, causing the foot pedal to stop functioning. Restarting the system and reconnecting the cables did not resolve the issue. Subsequently, errors fop65543 and fop65545 were also generated. The surgery was aborted that day and rescheduled for the following day. The unit operated properly when the loaner foot pedal was used, and the procedure was completed without any issues. No report of patient/user harm. However, the surgical procedure was delayed.

Event description:
We were informed that error fop65541 occurred in the middle of the surgery, causing the foot pedal to stop functioning. Restarting the system and reconnecting the cables did not resolve the issue. Subsequently, errors fop65543 and fop65545 were also generated. The surgery was aborted that day and rescheduled for the following day. The unit operated properly when the loaner foot pedal was used, and the procedure was completed without any issues. No report of patient/user harm. However, the surgical procedure was delayed.

Manufacturer narrative:
In regard to this complaint logfiles were provided for review and a foot pedal was provided for investigation. Review of the logfiles confirmed the occurrence of the reported fop65541, fop65543 and fop65545 error messages. During the visual inspection, it was observed that the pedal was dirty and had spots of rust. During the functional inspection, the error message fop65537 (spring broken) was displayed, and the vertical movement of the pedal was non-functional, with no input visible on the machine. Further investigation revealed that one of the switches inside the pedal had come loose after longed use, resulting in fop65537 and additional error messages, including fop65541 (undefined horizontal position), fop65543 (foot pedal not in a horizontal position), and fop65545 (communication lost). Based on the investigation results, the issue was attributed to a random component failure. The pitch spring detection switch failed to detect the spring tension. The risk identified is included in the risk management documentation. Trend analysis indicates that the product isperforming within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends. All similar incidents related to the eva surgical system are included in the analysis (fp-pitch-spring-detect). Since 2023 more than (B)(4) surgeries have been performed with the eva surgical systems installed. Please note that the complaint related to this manufacturer incident report is included in the complaint numbers in the table.